Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eleven years and five months later, the patient complaints of abdominal pain, an x-ray abdomen anteroposterior (ap) view was performed, and it revealed a filter was in place. After ten months, a computed tomography (CT) abdomen without contrast was performed and it revealed that the superior portion of the filter was at the mid aspect of the l2 vertebral body. The legs of the filter are noted inferiorly projecting slightly outside of the inferior vena cava which was within the range of normal. None of the filter legs demonstrate any bending or fracture. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava.based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to two blood clots in lungs. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review:a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated. There were no reported attempts to retrieve the filter. The status of the patient is unknown.